Manufacturer narrative:
Internal insulation abrasion was noted at 81.9-82.6 cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that during unrelated explant procedure, the left ventricular lead dislodged due to fibrosis when the right ventricular lead was removed. The left ventricular lead was explanted and replaced. Patient was hypotensive during the procedure and required blood transfusions to compensate for the blood loss. The blood loss was suspected to contribute to the hypotension. Patient¿s blood pressure and volemic status normalized by the time of discharge